Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s under 510k k131231. Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported in a study that the patient had a possible stress fracture. The patient started having pain over the top of their right shoulder. States that it is quite irritating and hurts whenever she moves her shoulder. Patient will have a CT scan and a sling for their right shoulder. Recommended physical therapy.